Event description:
Initial product complaint was dated 2008, product was returned 10-30-09. Product was returned for evaluation because the malibu polyaxial screws appeared to have rust near the head. At this time, it was determined that the rust like substance was likely staining from a different source. Information received 3-3-09 determined that incorrect material was used in the manufacture of a component of this product. These screws were not involved with any patients or surgeries.

Manufacturer narrative:
Add'l lot #: a1751b.